Event description:
Had essure placed (B)(6) 2013. I now suffer from chronic fatigue, migraines, heavy bleeding, blood clots, bleeding for weeks on end, back pain, blurred vision, no sex drive, constant pain in my joints, back and stomach.